Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 16776074. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 18855084.

Event description:
It was reported that the patient was experiencing pain due to patients lead poking out of the skin. It was confirmed that there was actual skin breakage. The patient underwent an explant procedure to prevent infection and that the patient was placed on oral antibiotics. The explanted leads will not be returned.